Event description:
On (B)(6) 2022, rayner intraocular lenses limited received notification from its distributor in (B)(6) of an event that occurred during use of a rayone aspheric rao600c. The event description provided states that during implantation the healthcare professional observed that the lens was partially cut and removed it from the eye.

Manufacturer narrative:
The reference has been allocated to this case by rayner. The event description provided states that during implantation the healthcare professional observed that the lens was partially cut. The lens was explanted and and exchanged for a back-up iol during the initial surgery session. There was no injury to the patient as a result of the event.the product has been retained and is being returned to rayner. Product evaluation is anticipated but not yet begun - we are currently awaiting the return of the device. Our review of production records for the rayone aspheric rao600c batch 052191801 showed that all manufacturing and quality checks were conducted with successful results. All devices released for distribution from these batches were within tolerance, met specification criteria and were without defects.a review of existing vigilance data confirms that this is an isolated event. No other incidents, of any type, have been received against the rayone aspheric rao600c batch 052191801 .